Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an out of range impedance alert sounded. It was found that there were high and undefined pacing impedances on the right ventricular (rv) lead. Therapies for the rv lead were programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.